Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient does not like the sensation and ¿has had nothing but problems¿ since the device was implanted. During the week trial, everything was great, and since the permanent one, it seems like nothing is working. The patient wants high density programming, because she ¿can¿t handle it on.¿ it was reported that during the trial, the patient disliked the stimulation sensation so much that she was moved to high density programming which worked well. The patient is not on high density programming with the permanent implant. The stimulation was in her right hip and back with the permanent implant. There was stimulation in an undesired location reported. Two weeks prior to the report ((B)(6) 2016), the manufacturer representative took the stimulation out of the right hip and back, and put it in both legs and feet. The patient reported that ¿she couldn¿t stand it¿ by the time she got home. The stimulation was noted as uncomfortable stimulation in the wrong area. The patient needs stimulation in the hip, but the stimulation went down to her groin area. The patient was able to get stimulation back into her back, but not into her hips, and the stimulation creeps into her stomach. The patient stated, ¿one lead¿s going into my stomach.¿ it depends on how the patient turns, or at night when she turns it down, when she can feel it go into the stomach. This was reported to have been occurring since implant. The patient met with manufacturer representatives (B)(6) 2016 for a reprogramming session. As of (B)(6) 2016, the patient felt stimulation in the stomach, but not the back.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported having a loss of therapy and stated that their unit is supposed to have active stim. The last time they were at their healthcare professional¿s (hcp) office the manufacture representative (rep) assured the patient that they would be able to adjust accordingly but they found out that they turned off the active stim and the patient had been in pain and agony for months now. The patient reported seeing multiple reps so they do not know what is going on. The therapy is not doing much at all. The patient noted having it on hd because they cannot stand the sensation feeling. The patient stated that all of the reps have been aware of the issue since day one and noted having an appointment on (B)(6) 2017 at 11:30 am and requested that a rep be there. The patient mentioned that their trial was perfect. Additional information was received from a rep on 2017-may-08. The rep would be at the patient¿s hcp appointment at 11:30. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are feeling stimulation in their right leg, foot, and hip, and it should not be there. They patient mentioned that they have met with a different manufacturing representative and they don¿t keep records of the type of programming they¿ve done in the past. The patient stated they were implanted for back pain. They mentioned that they want the stimulation in their hip and leg turned off. The patient does not understand why they are now feeling stimulation when they aren¿t supposed to. It was noted that their programmer showed that stimulation was on at the time of the report. The patient stated that they have two groups on their programmer; group a is their high density one, and group b is not. They also mentioned that they have adaptive stimulation activated as well. At the time of the report, the patient turned their stimulation down to 4.5v and they were no longer feeling stimulation in their right leg, hip, and foot anymore, but they didn¿t feel that it was sufficient for their pain in their back. The patient then stated that they were feeling stimulation in their right foot again, at the time of the report. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was feeling stimulation in their stomach area since implant. The patient stated a healthcare professional (hcp) was aware and they have done x-rays of the leads and the leads are in the correct position. The patient stated they have been reprogrammed multiple times, but they were still feeling stimulation in their stomach. The patient wondered if they would be programmed to hd and non-hd settings. No further complications were reported.